Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung sm-g930v phone with android operating system version 2849335-8- pl. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer was provided juice as treatment from a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed. All results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung sm-g930v phone with android operating system version 2849335-8- pl. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer was provided juice as treatment from a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.